Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. During support, the automated impella controller (aic) experienced a controller failure and was swapped with another device. While the console was being exchanged, the patient went into ventricular fibrillation. The patient coded for ten minutes, and a return of spontaneous circulation was achieved. No further patient harm was reported.

Manufacturer narrative:
The device was returned and evaluated, and the investigation for the reported controller failure and ventricular fibrillation has been completed. Console logs from the reported day of event are consistent with complaint and show communication errors between 4-in-1 and optical bench: few seconds after pump was started, there was no data coming from optical bench (event 1043: communication stopped) followed by alarm #1043 (controller error due to opm communication stop), two minutes later. This was followed by a series of pump-related alarms (#115, impella stopped due to mechanical/electrical issue), however at that moment pump was already disconnected but console did not register that action. This, in turn, resulted in inability to shut down the console due to erroneous pump detection. After unplugging ac, the batteries were disengaged and console shut down. The issue was not reproduced in danvers during testing, however the symptoms are consistent with a known pattern failure where all signals from optical bench disappear, after a single sample of +16384. The only way issue is resolved is by power-cycling the console. The cause of the issue was not determined because issue could not be reproduced this report is being filed as part of a retrospective review of historical records.